Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, when firing on the stomach, the stapler was unable to fire. Also, the handle did not recognize the reload. After the 7th reload had been removed from the adapter, the blue light remained flashing while the blue lights stay solid. They changed the device to complete the case and resolved the issue. The patient was alive with no injury.